Event description:
It was reported that the battery remaining in this device has reached end-of-life in less than five years. The device had been beeping. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.